Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was noted to have been beeping for some time. A shock was delivered and subsequent attempts to establish telemetry with the device were unsuccessful. This crt-d was replaced and during the procedure, this chronic ventricular implantable lead exhibited a less than 200 ohms pacing impedance measurement when connected to the new device so this lead was surgically capped.